Event description:
It was reported that the pt experienced intermittent shocking sensation at ins site. The shocking started over a year ago, and the pt ultimately turned the device off, but didn't get the ins checked due to insurance issues. The pt indicated there was no known accident or incident related to the complaint. Additional info indicated impedances readings were <250 ohms intraoperatively as they were planning to replace ins as it was at 3.64v. Impedance readings indicated that 1-2 combo is <50 ohms. The pt had been programmed to 1-2+ historically, 1.5-1.8v, 60us and 130hz. Therapy impedance at the time of surgery was <50ohms with current of 1353ua.